Manufacturer narrative:
The device has not yet been rec'd for eval. Should new relevant information be rec'd a supplemental form will be completed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.

Event description:
It was reported that the touchscreen and wake button became unresponsive. Reportedly, the customer went swimming with the pump. Customer had elevated blood glucose levels (250 mg/dl). Customer reverted to manual injections to stabilize blood glucose levels.